Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, the customer was using u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the pump supplies to resolve the reported occlusions. There was no reported impact to customer¿s blood glucose. The customer reverted to manual injections for insulin therapy.